Event description:
Health professional reports, "left breast growth, had implant removed but not capsule." Four years later, "alk negative t-cell lymphoma diagnosed in removed capsule and seroma; not investigated for malign cells." "Alk negative t-cell lymphoma" is captured as lymphoma as additional pathological markers have not been provided. Health professional additionally noted, "damage: must be treated with chemotherapy and radiotherapy."

Manufacturer narrative:
(B)(4).

Event description:
Follow-up with pathologist reveals that patient's initial presentation occurred when "the left breast became swollen." It also "became rather tight and sore." "A thin layer of fluid around the left implant" and "irritation" was found. During left side device removal, "the capsule cavity is entered at the left side and emptied of what is estimated to be approx. 1 liter serous fluid." The capsule was not removed. Three years later, "a small round densification has been shown in the left mamma." "Diameter is approx. 8 mm." Left side capsule was removed and "the capsule ruptures, and clear serum fluid flows out." Pathology is tested on "tissue from left breast." A "cyst lesion was found" on the breast tissue. "Within the fibrous wall, a rim of granulation tissue and partly organized serum/hematoma material" was found. Pathology confirms that "this is a malignant tumor with cystic necrosis." "A positive cd30" and "a negative reaction for alk protein" confirms the diagnosis of "anaplastic large cell lymphoma." Pathology report also indicates "there are no signs anywhere of the tumor cells infiltrating the surround soft tissue through the fibrous capsule." Pathologist noted, "the patient has received 3 series of chop (chemotherapy regimen) and is currently undergoing radiation therapy."

Manufacturer narrative:
Device labeling: based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin's lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reportedly globally in patients with an implant history that includes allergan's and other manufacturer's breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.